Event description:
It was reported the log files were submitted for review and captured 2 loss of external power events while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lost power. These events appeared to resolve once external power was completely restored. No abnormal system controller alarms or pump faults were seen in the log file and the pump appeared to be operating as intended.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: primary UDI corrected. Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (d7101635) for review that showed events spanning approximately 4 days (06jul2024 ¿ 10jul2024 per timestamp). Loss of external power events were active on 08july2024 from 04:33:00 ¿ 04:33:04 and on 09jul2024 from 07:44:24 ¿ 07:44:29 that were associated with no external power, low power hazard and power cable disconnect alarms. This event appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during these events. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if the mpu has a v-lock connector on the ac power cord, if the cause of the loss of power was known, and if the mpu would be returned. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 10jan2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.